Manufacturer narrative:
The sample was received decomtaninated inside a biohazard plastic bag. Visual examination revealed that the drain broke at the perforation site. Microscopic examination revealed wavy jagged edges at the fracture site. The characteristics of the fracture area are similar to those caused by nicks or punctures of a sharp instrument. Also, historical evaluation of broken drains usually determine that alleged complaints are due to customer misuse by accidental nicking or puncturing it.

Event description:
Account states when dr went to remove the drain from the patient, only 1/3 to 1/2 of the drain came out because the drain broke and thus, the remaining part of the drain remains in the pt. This was confirmed with x-ray. Dr states he did not sututre the drain.